Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter implanted on (B)(6) 2010 at the (B)(6) hosp". Pt outcome: it is alleged that "pt was injured." Hosp and med records have been requested.

Manufacturer narrative:
Manufacturer reference: (B)(4). (B)(4). Since catalog# is unknown the 510(k) could be either k090140, k073374 or k061815 summary of investigational findings: no imaging provided and patient's detailed medical records are unknown at this time. Therefore, it is not possible to comment on the alleged severe penetration of two filter legs into the right renal hilum, complicated by gross hemorrhage into the collecting system, the failed retrieval attempt approx. 2 years and 8 months after filter implant, as well as the complex filter retrieval approx. 3 years after implant. Also, it is not possible to comment on the bodily injuries the patient experienced immediately after implant or the alleged migration, tilt, bleeding, organ perforation. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. IFU, contraindications: megacava (diameter of the ivc > 30mm). Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during filter implant period. Perforation published in scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate tilt or perforation of the vena cava wall. Difficult filter retrieval due to embedment of filter legs in the ivc wall is a well-known risk in the literature. Several case reports published in articles, describe successful endovascular retrievals of such filters by advanced retrieval techniques. Rpn and lot# are unknown, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter implanted on (B)(6) 2010 at the (B)(6)" new additional information was provided: the filter was placed in an infra-renal location in preparation of a whipple procedure due to pancreatic cancer. Immediately after implant pt experienced bodily injuries alleged migration, tilt, bleeding, organ perforation. Reason for retrieval of filter: filter migration with right-sided perinephric hemorrhage. Attempted filter retrieval (B)(6) 2013 by catheterization of the inferior vena cava. Ultrasound and ultrasound guided micropuncture at (B)(6) hospital. The filter hook was never able to be engaged and the procedure was terminated. Several filter legs appear to have migrated laterally through the caval wall with a superior leg position in the region of the right renal hilum as seen on the outside CT. Examination at (B)(6) hospital on (B)(6) 2013 prior to removal of filter: review of CT imaging of (B)(6) 2013 show celect filter with tip severely embedded along the posterior caval wall. Multi-focal penetration with very severe penetration of two filter legs into the right renal hilum, complicated by gross hemorrhage into the collecting system. Infarction of the posterior renal parenchyma may be related to compression of posterior renal veins from the dilated collecting system. Complex filter retrieval (B)(6) 2013 performed at (B)(6). Patient outcome: allegedly abdominal right sided pain and bleeding in the right renal hilum. Allegedly unable to exercise such as daily walking.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/03/2015 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the right femoral vein due to history of pe with upper gi bleeding. Plaintiff is alleging migration, tilt, bleeding, organ perforation, and abdominal pain. Patient alleges unsuccessful attempted retrieval on (B)(6) 2013, followed by successful retrieval on (B)(6) 2013.

Manufacturer narrative:
(B)(4) catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k090140, k073374 or k061815. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] had a cook celect vena cava filter implanted on (B)(6) 2010 at the (B)(6)." New additional information was provided: the filter was placed in an infra-renal location in preparation of a whipple procedure due to pancreatic cancer. Immediately after implant pt experienced bodily injuries. Alleged migration, tilt, bleeding, organ perforation. Reason for retrieval of filter: filter migration with right-sided perinephric hemorrhage. Attempted filter retrieval (B)(6) 2013 by catherization of the inferior vena cava. Ultrasound and ultrasound guided micropuncture at billings clinic hospital. The filter hook was never able to be engaged and the procedure was terminated. Several filter legs appear to have migrated laterally through the caval wall with a superior leg position in the region of the right renal hilum as seen on the outside CT. Examination at (B)(6) hospital on (B)(6) 2013 prior to removal of filter: review of CT imaging of (B)(6) 2013 show celect filter with tip severely embedded along the posterior caval wall. Multi-focal penetration with very severe penetration of two filter legs into the right renal hilum, complicated by gross hemorrhage into the collecting system. Infarction of the posterior renal parenchyma may be related to compression of posterior renal veins from the dilated collecting system. Complex filter retrieval (B)(6) 2013 performed at (B)(6). Patient outcome: allegedly abdominal right sided pain and bleeding in the right renal hilum. Allegedly unable to exercise such as daily walking.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿migration, tilt, bleeding, organ perforation, abdominal pain". Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Rpn and/or lot# are unknown, but the filter [celect] is manufactured and inspected according to a43498 (celect mi) and a43590 (celect qci). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.